Event description:
Received notice of complaint concerning above product via phone call from director of nursing. Reports an event in which a leak occurred in the arterial bloodline. The director of nursing reports that the leak was at the connection of the patient connector to the mainline tubing. It was noted during the treatment when the machine alarmed for a "high venous pressure." Upon inspection, the health care professional noted that the "system was full of microbubbles" and was "clotting off." The health care professional was unable to return any of the blood in the extracorporeal circuit, and the system was discarded. Estimated blood loss approximately 25occ. The patient remained stable, no intervention required. Monthly labs had been drawn pre treatment, director of nursing states that they will check complete blood count next treatment. Treatment was initiated with a new set up and it was reported that a leak occurred in the venous line. A response letter and mailer have been sent to the facility. Companion sample available.